Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21160. It was reported the patient experienced unintended abdominal and thorax stimulation. X-rays confirmed one of the patient's scs leads had migrated. As a result, the patient underwent surgical intervention to explant and replaced the scs lead. It was reported the physician elected to replace the entire scs system. Product will not be returned.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.